Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain® gold-tite® hexed screw (iunihg) and one certain® provide® abutment 4.1mm(d) x 4.8mm(p) x 1mm(h) - 5.5mm post (ipa4155) was returned for investigation. Visual inspection of the as returned product identified wear and debris about the post body and screw body. The screw is confirmed to be fractured at the threads. The post tines are undamaged and only slightly discolored. Functional testing was performed for the returned product and it was determined that the post was able to seat as normal when mated with a compatible in house implant and undamaged screw. No pre-existing conditions were noted on the per. The reported product was located on an unknown tooth site and was indicated to have been used for 10 years. Pictures or x-ray images were not provided. DHR review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the iunihg dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances /CAPA/hhe /d/ie/product holds for the reported product. May post market trending was reviewed and there were no negative trends or corrective actions for the reported events (damaged abutment tines + screw fracture) or products (iunihg). Therefore, based on the available information, device malfunction of the screw did occur and the reported screw fracture event was confirmed. The most likely cause for the reported screw fracture is patient parafunction over the course of 10 years.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that screw (iunihg) fractured inside an implant. Fractured screw was removed. Implant remains intact.